Manufacturer narrative:
The device was returned to olympus for evaluation, and it was unable to confirm presence of trace fluid invasion in the device and a compromised image. However, the evaluation revealed several issues such as there was no image due to damage on the circuit board unit, water tightness was compromised due to pinholes on both the channel tube and the bending section cover, and there was a lack of electrical continuity resulting from damage on the distal end. Further findings included scratches on the control unit, grip, angulation lever, up/down angulation lever plate, insertion tube rotation ring, universal cord, scope connector, scope connector cover unit, and switch box. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. The connecting tube displayed both a dent and a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, there was no image and the image guide snake tube coat is peeling on the bronchovideoscope exhibited. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that damage of the image sensor unit or failure of internal board of the video connector or the system caused the no image to occur. However, a definitive root cause could not be determined. In addition, marking disappearance on the insertion tube was likely due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor". ¦precautions for disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image "confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal". 5.1 "troubleshooting" "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.